Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were sticky and harder to press and insulin squirts out cannula. The customer stated that they had to change batteries every two weeks and insulin pump was slower and louder during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.